Event description:
During the procedure, a blood leak was noted from the hemostasis valve when the non abbott catheter was exchanged for an ablator catheter. There were no consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly